Event description:
It was reported that the patient was experiencing headaches. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7073425/7073371.